Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01448, 1627487-2020-01449, 1627487-2020-01452. It was reported that 3 of the 4 implanted leads migrated, due to which patient experienced ineffective stimulation. Migration was confirmed with x-rays. As a result, surgical intervention was undertaken where in the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.